Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred when attempting to charge the pump. It was also reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Reportedly, the issues resolved and customer continued to use pump for insulin therapy.